Manufacturer narrative:
Examination of the returned instruments confirms damage to both. Wear of both instruments from repeated use over time is suspected to have been the root cause. Based on the investigation the need for corrective action is not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Summit distal reamer became rotationally stuck in patient's femur, bent and stripped the handle while trying to remove reamer. Surgical procedure was extended.